Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) , alleging inaccurate results. The results obtained on each meter were unknown. This complaint is being reported because the reported results may not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.rule out (B)(4) :this complaint does not meet health canada's reporting requirement due to the following conclusion(s): there was no adverse event. The patient did not receive medical intervention for an acute complication of diabetes by an hcp. In addition, the patient reported an inaccuracy with the lfs meter when compared to another meter. Such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. There can be no presumption as to which meter's reading is erroneous as the comparison is made to a non-calibrated reference method.